Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the distal right coronary artery (rca). A non-bsc stent was implanted at the proximal rca and a 2.50x8mm promus element¿ drug-eluting stent was implanted at the distal rca. However, stent strut had foreshortened. The promus element¿ was then expanded with a balloon. No further patient complications were reported.